Event description:
It was reported the patient complained about pain in knee just a couple of wks pre-op of revision. We noticed beads on x-ray - tibia appeared loose. Intra op - patient had broken baseplate with a large cyst underneath area of broken portion.